Event description:
It was reported that balloon rupture occurred. When removing a 5.0mmx40mmx135cm sterling balloon catheter from the packaging, it was noticed that the balloon material was tear, and a shaft was kinked. The procedure was completed with a different device. There were no patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. When removing a 5.0mmx40mmx135cm sterling balloon catheter from the packaging, it was noticed that the balloon material was tear, and a shaft was kinked. The procedure was completed with a different device. There were no patient complications nor injuries were reported.

Manufacturer narrative:
Returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual inspection revealed that the guidewire lumen within the balloon was curved with a wavy appearance and the balloon is deformed. Microscopic examination no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the guidewire lumen is wavy in appearance inside the balloon and the balloon is deformed.